Event description:
The device was returned for service as it had failed during an update; however, investigation noted a detached downstream occlusion seal. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing found the air detector to be damaged and the downstream occlusion (dso) seal to be detached. The event history log was unable to be reviewed due to collapsed software. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.